Manufacturer narrative:
A partial lead of distal portion measuring 51.2 cm was returned in one piece for analysis. Electrical testing and visual analysis did not find any other anomalies with exemption of damage which was consistent with damage during procedure.

Manufacturer narrative:
Appropriate term/code not available¿ is to address damage. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead had elevated threshold, no pacing, and dislodgment. Damage was noted. The lead was explanted. The patient was stable after the procedure.

Manufacturer narrative:
Date received by manufacturer¿ should have been 11/16/2018 instead of 10/31/2018.

Manufacturer narrative:
Date of explant should be blank as the lead was capped not explanted. (B)(6).

Event description:
New information was received. It was reported that the patient was admitted to the hospital on (B)(6) 2018 experiencing dizziness, vertigo, and chest tightness. Upon interrogation, the right ventricular (rv) lead had high threshold with poor sensing. The right atrial (ra) lead had no capture threshold and no sensing. X-ray confirmed the ra lead dislodgement. During procedure on (B)(6) 2018, the rv lead head was damaged and the blood had penetrated the lead. The rv lead was capped. The ra lead was explanted and replaced. The patient was stable after the procedure.